Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their upper and lower teeth hitting each other, that has caused damaged to their teeth. Patient had a tooth that was previously chipped that has chipped further due to edge to edge bite. Advised patient to see their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.